Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. Customer's insulin was suspended due to the alarm condition, and cts informed the caller that the alarm was caused by using the pump outside of its validated operating altitude range, which is not recommended. The caller acknowledged this information.